Manufacturer narrative:
The monitor was received with batteries installed and the yellow status light on constantly. When the reset button was pressed, the light shut off and flashed once before returning to a steady yellow light. Page 8 of the user guide describes this indication as "failed monitor power-up self-test or monitor battery dying." A single battery was removed from the monitor, then re-inserted, and the monitor failed to start up. Battery voltages for the 4 "aa" batteries returned were measured, yielding 1.194 v, 1.193 v, 1.202 v, and 1.203 v. An additional in-circuit voltage test yielded 2.45 v when measured. Upon replacement of all batteries with new ones (1.5 v each for 6.00 v total), the monitor correctly booted and synced with the returned transmitter. The transmitter was received switched to the "on" position, and upon sync with the monitor, armed and alarmed as expected. Based on the above, it appears that the monitor's batteries were too low to operate the monitor effectively. The voltage may have been lower at the time of measurement than at the time of the incident due to the length of time that the unit would have been in a state showing a constant yellow status light, but the unit would have been in a low battery state at the user facility. According to the user guide, the unit should have its batteries replaced approximately every 30 days and will give a 3 day low battery warning (page 17). The units were found to operate according to specification after battery replacement.

Event description:
Patient found laying on floor next to her bed. Bed alarm did not sound despite having been assessed as functioning just 30 minutes prior. Patient required CT head to rule out injury and no injury resulted. New bed alarm obtained.